Event description:
The suspect generator was received and product analysis was completed. Generator output was monitored for >24 hours and there was no fluctuation in the output signal. Comprehensive electrical testing showed that the generator performed according to all functional specifications. The downloaded generator data was reviewed and no anomalies were identified. There were no performance or any other type of adverse conditions found with the pulse generator. Pre-operative diagnostics were also received and indicated that there were no identified issues with the generator prior to explant. No additional relevant information has been received to date.

Event description:
It was reported by the patient that he experienced an increase in seizures frequency and could no longer feel stimulation, which led him to believe his generator battery was dead. The patient underwent prophylactic generator replacement. The explanted generator has not been received to date. No additional relevant information has been received to date.